Event description:
Pelvis flipped when viewing in cup reaming view and cup planning with 3d model on planning laptop.

Manufacturer narrative:
Due to product details and additional information being received after the initial aer decision was made, this event is now being reassessed as not reportable. A health risk assessment was completed for this event which indicated that, for conduct treatment planning: system outputs incorrect treatment planning information leading to user failing to create an appropriate treatment plan for the patient, the highest potential severity of harm associated with this non-conforming product is an s0 with a potential occurrence level o5. There is no adverse consequences or patient harms associated with the reported event. Additionally, a review of the complaint history data for the past 4 years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based on the review of the applicable nc assessment documentation, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is deemed not reportable. If additional information is received, the aer decision will be reevaluated.

Event description:
No new information.